Manufacturer narrative:
Based on technician statement, when the ventilator was switched into standby mode it generated technical error. After replacement of the backup memory battery, the issue was solved. The device was delivered to the user in working condition. Device's logs confirm occurrence of the reported issue. Memory backup battery on control pc board power supplies the internal memory on the control pc board . If the battery on control pc board is disconnected or if the battery voltage is too low, start up ventilation configurations made via the service & settings may be erased. A technical error message will appear on the screen if the battery voltage level is too low. The memory backup batteries must be replaced after five years. Generated technical error indicates ventilation stopped. Error in the internal memory detected. This alarm shall be triggered when the breathing subsystem detects that the persistent memory is corrupt. This technical alarm is common after a software installation. Restart the system and check that no technical alarms are activated. If error code remains, this indicates a hardware error. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to memory backup batteries. A correction of field h6 health effect ¿ impact codes was required. Previous health effect ¿ impact codes: no health consequences or impact///2199, corrected health effect ¿ impact codes: no patient involvement///2645.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating an error in the internal memory. There was no patient harm. Manufacturer's ref. #: (B)(4).